Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a blood back event where blood had entered the unit, the unit did not alarm. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code - (B)(6)). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that it was found that the rupture of the balloon caused blood to enter the condenser, safety plate, and helium exhaust pipe. All blood-contaminated parts replaced, checked the internal alarm log, and there was no "blood detected" alarm. The was unit repaired. The unit has been cleared and returned to the customer.